Manufacturer narrative:
Concomitant medical products: 693558 lead, implant date: (B)(6) 2012; 459888 lead, implant date: (B)(6) 2016; dtbb1q1 crt d, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated, unstable, increasing thresholds and intermittent capture. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.